Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a mr surgery the back stop from the third device throughout of the meniscus when the surgeon started to the tension. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2022 update dw. Further information was provided that the first implant could be deployed but the second one could not be deployed. No further information was made available if the implants could be retrieved or not. But no patient harm was reported and no additional surgery was necessary.